Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one on the posterior side assessed, as unidentified (tear) opening. And missing side assessed, as inconclusive (shell thickness was within specification). Additional observations: brown particles observed, on the device. No further actions are required, as the device was implanted.

Event description:
Medical staff reported, rupture of the right device. Diagnosed by ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Continued email address (e.1): (B)(6). Continued h6: f2203. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture diagnosed by ultrasound and MRI.

Event description:
Medical staff reported rupture of the right device diagnosed by ultrasound and MRI. Device has been explanted and replaced.